Event description:
It was reported that the patient presented in-clinic for left ventricular (lv) lead revision. It was previously noted that the lv lead had been dislodged. As a resolution the lv lead was explanted and replaced. The patient condition was stable.

Event description:
Additional information received confirmed that the left-ventricular (lv) lead dislodgment was confirmed via x-ray imaging and the lv lead exhibited loss of capture as well.